Event description:
It was reported that during a sigmoid procedure, the staples would not release. No more detail. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Swing tab in locked position. The analysis results found that a reload was received in good visual conditions, with the swing tab in the locked position, and fully loaded with staples. In addition, the staple retainer was received with staple marks. The swing tab was reset and then the cartridge was tested for functionality with a test device and it fired as intended. While no conclusion could be reached as to how the swing tab became locked, it is possible that while loading the cartridge, the swing tab was locked accidentally not allowing the device to fire. Please note that a 100% inspection is performed by means of an automated vision system to insure the swing tab is present and unlocked. Additionally, all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. At finished goods, the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.